Event description:
It was reported that the customer's insulin pump's reservoir compartment was broken. The customer's blood glucose level was 211 mg/dl. Standard troubleshooting was performed. The customer was unaware of how the damage occurred. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked reservoir tube window, cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked display window corner, and minor scratched lcd window. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).